Event description:
Several days of burning and discomfort followed by severe peripheral pain landing me in emergency room (ER). Physician unable to determine cause. Next day seen by ob/gyn and due to severity of pain pudendal nerve block administered but results only lasted two days. Did not connect it to wearing poise light incontinency pads until today when realized burning only happened with reintroduction of pads. Will never use again and if the pudendal nerve is damaged I will seek legal action.